Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determined the exact root cause due to issue is no longer reproducible. Most likely this is somehow related to the device framework - more likely a sw issue. Issue resolved after a restart. Informed customer to return the device and monitor if issue recur.

Manufacturer narrative:
At this time, the suspect device was not returned for investigation. However, logfile is provided for unit software analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having display error message: bellavista detected a user interface issue while on a patient. Furthermore, there was no patient harm associated with the event.